Event description:
The following has been reported by customer: sequence of events: a drug pump with ongoing noradrenaline (blood pressure-increasing, often life-sustaining medication) alarms with error code "error 35-0010". It is not possible to press any button to fix the problem or resume infusion. The drug is transferred to another pump. 6 hours later, exactly the same thing happens in this pump, the infusion is turned off and error code "error 35-0010" is displayed. Once again, the drug infusion must be transferred to another pump. What was the consequence for the patient/user? Could have caused death or serious deterioration of health the infusion stopped completely. Since it is a blood pressure-increasing medication, the patient could have had a serious drop in blood pressure. Probable cause/s: error in software in the drug pump other information: response from the company: the error is known and can occur in sw 4.2 (note: comment from customer after: they have sw 4.1) when making a small adjustment to the flow rate in an ongoing infusion. There is a mismatch between the calculated flow rate and the actual flow rate, which causes the pump to alarm. This is fixed in sw 4.3 but can in rare cases be triggered if the flow rate changes twice within a few seconds.there is no action on the pump that can be taken to prevent the error because the error is in the software. Currently, all agilia pump versions on the us market are on sw version 2.1 with no current plans to upgrade. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
As the issue is known and corrective actions are in progress, device history records were not reviewed. Device logs were reviewed and error 35 have been found (19 september 2025) for both pumps, therefore the reported event is confirmed . For (B)(6) pump, an infusion of 0.258ml/h was started at 2.01pm, then the flow rate was changed to 0.516ml/h at 3.06pm. 13 seconds later alarm 35 (sub 0010 then 0020) was triggered. For (B)(6) pump, an infusion of 0.270ml/h was started at 9.14pm, then the flow rate was changed to 0.540ml/h at 9.58pm. 13 seconds later alarm 35 (sub 0010 then 0020) was triggered. The reported device was not sent back to brézins for investigation. The error 35 is a "motor period" error, the software estimates that the motor is not in the position where it should be at that moment according to the programming. The sub error 0010h-0020h (0010 chained by 0020) of error 35 is a known issue that occurs in a particular configuration where the flow rate is slightly changed during infusion at an already very low flowrate. As an example : changed by <110% for rates of 0,1 to 0,7 ml/h. Upon investigation, it was confirmed that this issue is linked to the pump embedded software. Corrective actions is partially implemented with new software version (4.2). We therefore recommend to update your pump software to version 4.2 to reduce the risk of the error occurring. As long as you are using the software with the bug, if it is necessary to program very low flow rates (around 0.1ml/h), it is not advisable to change several times the flowrate setting in the space of a few minutes. As the motor turns very slowly, the new setpoint needs time to be taken into account by a motor step. Generally, for very low flow rates, it is advisable to use a syringe pump, which will be more precise. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.